Manufacturer narrative:
Date sent: 1/7/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device was fired around the cystic duct. The jaws remained close to the duct after the first firing. The surgeon was unable to release the jaws. The handles would move but the jaws stayed closed. The device had to be cut out. The pt is okay.